Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator and blood glucose meter. Unit was received with missing end cap sticker, minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 20 mg/dl at the time of the incident. The customer was at 226 mg/dl at the time of the call. The customer used food to treat. The customer suspended the pump after the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Patient reported being hospitalized with under 20 mg/dl on (B)(6) 2018. The customer also reported sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.